Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a pfa farapulse procedure, when groin access and transseptal puncture was "accomplished", when exchanging the sheath over the guidwire, the physician observed a pericardial effusion. The effusion was tapped and the patient expected to fully recover from the procedure.